Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. The device catalog number is unknown; therefore, UDI # is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent a surgery via bha for hip neck fracture. The surgery was completed successfully with no surgical delay. After surgery, on unknown date, the patient fell, and the fracture of greater trochanter occurred. On (B)(6) 2022, a re-operation was performed to treat the fracture of greater trochanter. When the condition of the stem was checked, the surgeon judged that it was not necessary to remove the stem because it was not loose, and the stem was determined to be retained as it was. The surgeon commented that the cause of the event was the patient¿s fall, and it was no product related. The patient may have osteoporosis. No further information is available.